Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that smoke was smelt and visually observed coming from the power supply on a 2008t machine during patient treatment. The patient successfully completed treatment with new supplies on a different machine. There was no patient or individual injury, adverse events, or medical intervention required as a result of the reported event. The machine has approximately 116 hours and the power supply was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the reported event. The biomed replaced the power supply, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The complaint device was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned power supply observed the heater cable not connected and wires were not connected. The transformer was observed to be damaged, and the chassis was found to be bent on the bottom of the power supply. Additionally, an inspection of the power plug and power cord showed no signs of physical damage. There were no other discrepancies found on the power supply. During functional testing of the power supply, the test machine powered on and completed all testing cycles without any alarms, failures, or damage to the power supply and power cable assembly. The power supply functioned properly and passed all functional tests. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was not able to be confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.